Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation noise showing on image and cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for thhe reported issue camera looks wiggly it was confirmed that occurred due to a loose coupler stopper, and for the additional finding noise showing on image occurred due to faulty charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported camera looks wiggley during a inspection for use procedure involving an olympus camera head. There was no patient involvement reported.